Manufacturer narrative:
Only the broken proximal portion of the catheter was returned for evaluation with approximately 6 inches of the distal tip missing. The broken end tip of the catheter appears clean-cut, and consistent with tensile failure. Further examination of the sparation site did mot reveal any inerent material discrepancies that would have contributed to this incident. The device history record for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to relase. Based on the investigation above, the appearance fo the separation is consistent with a tensile failure by pullin against resistance. The instruction for use (IFU) warns not to "withdraw an intraluminal device against resistance" as it may result in danage to the device or vessel. 100- catheter sparated.

Event description:
It was reported the catheter ruptured during onyx injection and physician decided to withdraw the catheter upon removal, the catheter separated at aroud 7 cm fro thedistal tip. No complications were reported to have occurred with the patient as a result of this event.